Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked and the pump had an intermittent power issue. The battery cap was reportedly undamaged and had never been replaced on this pump. The yellow o-ring was reportedly visible when the battery cap was on the pump. The reporter denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. The pump has been returned and evaluated by product analysis on 14-aug-2018 with the following findings: review of the black box data revealed unexplained power on reset events. The battery compartment was confirmed to be cracked and moisture corrosion was observed inside the battery compartment. The battery cap that was returned with the pump was damaged with stripped threads and was unable to fit properly to the pump. With the damaged battery cap on the pump, intermittent power was duplicated. A test cap fit properly on the pump and was used to complete 24-hour testing during which time, no power interruption occurred. Leak testing confirmed moisture ingress into the battery compartment at the site of the crack. There was no damage, defect or contamination of the pump¿s interior components. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.